Manufacturer narrative:
Local service department checked the subject device and found the phenomena. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, following events were found. There was a foreign material on groove or gap of the distal end due to insufficient cleaning. Missing piece/chip/parts fell off on probe unit. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to correct aware date. The correct aware date was (B)(6) 2021, not (B)(6) 2021 as reported in initial MDR.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, other damaged parts were confirmed such as broken distal rubber. Therefore, it was presumed that the acoustic lens (probe unit) was damaged due to the same cause of other damaged parts. It was not possible to determine whether the damage was due to stress, handling, or other factors. The cause of foreign material on the forceps elevator could not be identified.